Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received check settings alarm. The customer stated that they had high blood glucose of 433 mg/dl at the time of incident. The customer stated that they could have over treated which caused the high blood glucose. The customer declined to troubleshoot for high blood glucose. The customer was assisted in clearing the alarm at the time of call. The insulin pump will not be returned for analysis.